Event description:
Arjohuntleigh received a customer complaint where it was indicated that during the resident's transfer from the wheelchair to the bed while pulling the lift back from the chair the staff noticed that the resident was sliding out of the sling. The left leg clip of the sling was no longer attached to the spreader bar of the lift. The resident slid out of the sling and hit her head on the floor then was then taken to the hospital and returned the same day. As a consequences of the event the resident suffered a laceration to the back of the head. A scan was performed and the wound was cleaned.

Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the manufacturer's investigation. (B)(4).